Manufacturer narrative:
When the catheter was received the tubing had been severed just below the 14 cm mark. The catheter had the appearance that it had been damaged, then pulled apart during the catheter removal. An undamaged segment of the catheter tubing was pull tested at utmd. The tensile force and the tubing elongation were within specification. Per the nicu educator at the hospital the catheter broke during removal after it had been in use for 36 hours. There was no longer term pt impact. Appears catheter was damaged prior to the sever near site of the sutures. Catheter broke near sutures.

Event description:
The catheter broke near the location of the sutures as it was being removed from the umbilicus after indwelling for 36 hours. A blood transfusion was administered to replace 10 cc of blood loss during the removal of the distal end of the uac.